Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead extended on its own without any torque applied. The helix was retracted and was able to be implanted successfully to resolve the event. The patient was stable and will continue to be monitored.